Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo and the hemostatic valve cracked issue was observed. The hemostatic valve of the vizigo sheath was noticed to be cracked before inserting the vizigo sheath into the patient. The vizigo sheath was replaced and the procedure continued. No patient consequence was reported. Additional information was received stating unable to recall exactly where it was cracked; however, the catheter should be back for assessment early next week.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with vizigo. The hemostatic valve of the vizigo sheath was noticed to be cracked before inserting the vizigo sheath into the patient. The vizigo sheath was replaced and the procedure continued. No patient consequence was reported. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-nov-2024 observed the dilator was received inside the sheath, the hub component was broken, and stress marks were observed. No hemostatic valve was returned for analysis. The bwi product analysis lab became aware of the broken hub component on 20-nov-2024 and have also assessed this returned condition as reportable. The device evaluation was completed on 20-nov-2024. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following j&j medtech procedures. Visual inspection of the returned device revealed that the dilator was received inside the sheath, the hub component was broken and stress marks were observed. No hemostatic valve was returned for analysis. A device history record was performed for the finished device batch number, and no internal actions were identified. The hemostatic valve issue reported by the customer could be related to the hub component broken condition observed during the analysis; therefore, the customer complaint was confirmed. The potential cause of the hub damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: inspect all components before use. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 30-oct-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).